Event description:
It was reported that during a routine check this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances measuring greater than 200 ohms. Technical services discussed programming options and suggested to consider getting an x-ray. There were no observations of noise. At this time, the lead remains in service. No adverse patient effects were reported.